Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and returned, the top of the I-blade was fractured and lifted. In addition, the cable was cut off. Due to the returned condition where the cable was cut, functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic retroperitoneal mass resection the jaws separated and they could not get the device through the trocar. Trocar and device were removed together and a second nslg2s35 and cb5lt were used to complete the procedure. No patient consequences.